Event description:
A (B)(6) male pt called zoll customer support to report that the wires on his electrode belt connector were damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. Upon investigation the trunk cable was cut in half and wires were exposed. The root cause of the damaged trunk was excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.